Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
(B)(6) japan. Patient ID: (B)(6). It was reported that on 28sep2021, the patient presented with functional tricuspid regurgitation (tr) grade 4, with 5 leaflet anatomy ¿ 2 anterior and 2 posterior leaflets, and a horizontal heart. Two xtw triclips were successfully delivered and deployed, reducing the tr to mild. On (B)(6) 2024, worsening of pre-existing congestive heart failure was noted. The patient had been hospitalized with fatigue, shortness of breath, peripheral edema. Reportedly, the patient had worsening congestive heart failure due to deterioration of mitral regurgitation (mr) and tr. The events were possibly related to the triclip device, however, there was no device malfunction. No additional treatment was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported recurrent tricuspid regurgitation (tr) and mitral regurgitation (mr). The reported heart failure, dyspnea, fatigue, and edema appear to be cascading effects of the tr and mr. Tr, heart failure, dyspnea, fatigue, and edema are listed in the instructions for use as known possible complications associated with the triclip procedures. The reported hospitalization was a result of case specific circumstance as the patient was hospitalized due to the patient effects. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a.